Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. However, unit unable to communicate with test guardian link (x) transmitter glucose sensor simulator, bg meter, the problem isolated to electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that they experienced low blood glucose level. Sensor had inaccurate readings that triggered threshold suspend alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.